Manufacturer narrative:
H4 (device manufacture date) was added. The reported complaint that "the autopulse platform (sn (B)(6)) didn't start compressions" was confirmed during archive data review and functional testing. The customer did not report any user advisory (ua) or fault codes. However, the platform's archive data showed multiple user advisory (ua) 45 (not at "home" position after power-on/restart) occurred around the customer's reported complaint date. The ua45 advisory message was replicated during functional testing upon powering up the platform at zoll service depot. The root cause of the ua45 was the driveshaft not being at "home" position, either due to an unintended user error or possibly due to the sticky clutch plate. User advisory is a clearable message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Visual inspection of the returned autopulse platform was performed. During the open-case visual inspection, it was noted that one of the plastic screw bosses connecting the black encoder cover to the top cover of the platform was cracked, unrelated to the reported complaint. This can occur from over-tightening of the screws. The bosses contain brass inserts to secure the screws, so the minor crack in the plastic was repaired with a bonding adhesive without affecting the structural integrity of the platform or the required torque specification for the screws. During functional testing, user advisory 45 was displayed upon powering up the device preventing the platform to perform compressions, confirming the reported complaint. During troubleshooting the problem, it was noticed that the clutch plate was sticky. This is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to wear and tear. The autopulse platform was manufactured in january 2014 and is over 9 years old, well beyond its expected service life of 5 years. The sticky clutch plate was deburred to address the issue. The driveshaft was rotated to "home" position to clear the ua45, and the autopulse platform pass subsequent inspections. Upon service completion, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
During shift check, the customer powered on the autopulse platform (sn (B)(4) with the lifeband installed. The lcd screen lit up upon powering up, but the platform didn't start compressions. The customer did not report any user advisory (ua) or fault code. No patient involvement.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on february 05, 2023 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.